Event description:
It was reported that pump experienced malfunction alarm with code malf 16, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer was included in field correction, had already acknowledged notice, and worked with technical support to reset pump using provided instructions, after which malfunction did not recur and customer was advised to continue using pump and to call back if malfunction code returned.